Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) ¿ device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported thrombolysis/2 night hospital, leg pain, swelling and physical limits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated. Vena cava (vc)/organ perf, extensive deep vein thrombosis, thromolysis/2 night hospital, leg pain, swelling and physical limits. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received an implant on (B)(6) 2008 via the right subclavian vein due to multiple traumas and high risk of deep vein thrombosis (dvt). A filter retrieval procedure was performed percutaneously in (B)(6) 2017. Patient is alleging organ perforation, extensive dvt, and required thrombolysis treatment and 2 night hospital stay. Patient further alleges, ¿plaintiff refers to her medical records for complete details of the injuries she has suffered. Moreover, plaintiff does not know which injuries are the result of defects and an unreasonably dangerous condition of the filter. Plaintiff is relying on experts that will be retained by counsel to determine this information. Subject to these statements, plaintiff notes the following. Plaintiff presented for back pain on (B)(6) 2017. Plaintiff had a CT of her abdomen and pelvis where it was discovered that the ivc filter had penetrated into the lower abdominal aorta. It was also found that plaintiff had extensive dvt involving the ivc, iliac veins, femoral veins, and extensive thrombi burden which appeared to originate around the ivc filter. It was recommended that plaintiff¿s filter be removed and the procedure was performed in (B)(6) 2017. The filter was successfully removed. Plaintiff continues to suffer from leg pain and swelling.¿ patient additionally notes, ¿inability to run or stand for long periods of time due to leg swelling.¿ (B)(6) 2017- CT scan of abdomen and pelvis: findings: "there is extensive thrombosis of the inferior vena cava extending down into the common iliac veins and into the leg veins. Note there is infiltration of the fat around all of the major veins from the legs to the ivc. There is suggestion of enhancement of the wall of these veins which may be associated with phlebitis. There is extensive collateral veins in the pelvis with prominent gonadal veins bilaterally. These are consistent with pelvic congestion syndrome likely associated with some thrombosis of the ivc and common iliac veins extending down into the legs. An ivc filter is noted just below the level the renal veins which is essentially unchanged in comparison to a prior study. No bone of prominence of the filter extends through the ivc and into the abdominal aorta just above the bifurcation of the common iliac arteries." Impression: "extensive thrombosis of the inferior vena cava, common iliac veins, external iliac veins and visualized femoral veins. One of the prongs of the inferior vena cava filter appears to penetrate into the lower abdominal aorta." (B)(6) 2017- bilateral lower extremity iliac and caval angiojet thrombectomy, venous thrombolysis. Findings: "extensive bilateral lower extremity, common femoral iliac vein system and ivc thrombosis to level of a previously indwelling ivc filter."

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.